Manufacturer narrative:
The field service engineer (fse) replaced the blood urea nitrogen (bun) module and the sample probe. The unit conformed to the MFR's performance specifications. Bun mode. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events.

Event description:
The customer reported randomly elevated blood urea nitrogen (bun) results, for ten pts involving unicel dxc 800 synchron system. This report refers to pt number four. Subsequent testing produced lower results. The erroneous result was released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to access the unit.